Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 339 mg/dl. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer successfully changed cartridge and resumed insulin therapy after the systems check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.